Manufacturer narrative:
There was no part replaced as the issue was resolved by recalibration of the suj. Service was performed on the system to correct the reported failure. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction was to recur it could cause or contribute to an adverse event.

Event description:
It was reported that prior to the start of a da vinci-assisted partial nephrectomy procedure, the customer experienced repeated 22001 recoverable errors. The site called intuitive surgical, inc. (Isi) technical support engineer (tse) for troubleshooting and the customer was instructed to perform a power cycle but the issue persisted. The tse instructed the customer to exercise the set up joint (suj) through the range of motion; the issue was resolved and the customer continued with the procedure. However, the site called back to report that when they installed an instrument, the master controllers on the surgeon side console (ssc) were inverting and the robotic arm motion was opposite of the master controller. The tse attempted further troubleshooting but the issue persisted. The tse recommended undocking, power cycle, and emergency power off all components and the issue remained. A review of the system logs confirmed errors 22001/22002 pointing to axis 3 on the endoscopic camera manipulator (ecm). The ecm is the camera arm located on the patient side cart (psc) which provides the sterile interface for the 3d endoscope. At this time, the surgeon decided to convert and complete the procedure using traditional open surgical techniques. There was no report of any patient harm, adverse outcome or injury. An isi technical field specialist (tfs) was dispatched to the facility and was able to reproduce the reported failure. The tfs recalibrated the suj, and the issue was resolved. There was no part replacement required. The suj allows for the positioning of the system's manipulators.